Manufacturer narrative:
The analysis results indicate the components performed within specifications. Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-02499. It was reported that during the implantation of an ipp device, the main artery was perforated while preparing to place the reservoir. The cylinders and pump were then removed. The artery was repaired and the pt was given a blood transfusion. Attempts to obtain additional info have been unsuccessful - pt outcome and repair details have were not provided.